Event description:
It was reported that the pump failed to start despite being charged for two hours and using multiple tandem cables. There was no adverse impact to the customer¿s blood glucose level as the customer was not using the pump at the time. No additional information was received regarding the outcome of the event.